Event description:
It was reported that this patient underwent additional surgical intervention 30 minutes after pocket closure due to pericardial effusion resulting in high pacing thresholds and loss of capture due to pericardial effusion. The physician performed a pericardiocentesis and repositioned the right ventricle lead with satisfactory measurements. No additional adverse patient effects reported.